Event description:
Pt had a guidant pacemaker put in 2003 due to complete heart block after valve surgery. Pt was experiencing problems the whole time until it completely shut down in 2004. The MFR said from their investigation it was due to a foreign object. Pt was in the hosp a week.